Manufacturer narrative:
Philips evaluated the device and the therapy cable and therapy port were replaced to resolve the symptom.

Event description:
The customer reported that the device failed to deliver a shock. No negative pt impact was reported.